Event description:
It was reported to MFR that the generator was at end of service and there was an increase in seizure activity, pre-vns baseline unk. Further follow up with the surgeon revealed that the patient was referred for generator replacement surgery due to reported end of service. In addition to the increase in seizure activity, it was reported that the patient was no longer sensing the magnet mode stimulation upon swiping the magnet. Pre-operative diagnostics revealed normal device function and the eri flag was no. X-rays were reviewed by the surgeon and no anomalies were observed and the lead appeared to be intact. During surgery, the generator was replaced and the chest pocket was revised due to the patient being thin. The surgeon opted to remove the existing lead and replace it with a new lead. The reason the existing lead was removed was not clearly communicated, as there did not appear to be any problems with the lead. After the new generator was connected to the new lead, the device was checked and revealed normal device function. Further follow up with the explanting facility revealed that the explanted products was discarded two weeks following the surgery, and therefore will not be returned for analysis. Attempts to obtain add'l information from the referring physician have been made, but have been unsuccessful to date.